Event description:
After 3 years of successful cochlear implant use, this child reportedly suddenly stopped hearing during play. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation surgery was successfully completed. However, the date of the surgery and if reimplantation occurred was not reported.